Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521670, qty# 1) was received at us cq. Upon visual inspection at cq, it is observed that the needle component of the device was bent and deformed. Reported condition of broken could not be confirmed as there is no breakage observed on the device. The complaint was not confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h521670) as there is no breakage observed. No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> part # 319.006. Synthes lot # h521670. Supplier lot # h521670. Release to warehouse date: 01 oct 2018. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: initial reporter is a synthes sales representative the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, a depth gauge was found broken in sterile processing department. This report is for a depth gauge. This is report 1 of 1 for (B)(4).